Event description:
It was stated that the customer had a heart attack and passed away. The customer was wearing the insulin pump at the time of death. No further details were provided regarding the death. The customer's wife was later contacted about returning the insulin pump for analysis. She stated she has no idea where the insulin pump is and therefore cannot return it.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.